Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿the unit had moisture in the display causing the screen to be blank.¿ the unit was triaged and the customer¿s reported condition was not confirmed. No issues were observed with the display. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 02/02/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports the unit has a damaged or broken lcd screen. On (B)(6) 2017, the customer clarified that the unit had moisture in the display causing the screen to be blank.